Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on the right side on september 29 2008. The pt was revised on (B)(6) 2014 due to pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were received for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and / or the devices be returned for eval and an investigation result be available that changes this assessment, an amended med device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This case was reopened on september 11, 2015 to enter additional information which had been received on august 31, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced (B)(4), zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was revised due to pain,loosening,fluid collection, elevated metal ions, pseudotumor,corrosion, alval, metallosis.